Event description:
Per telephone conversation with the sales rep: pt with a large renal artery aneurysm was undergoing a coil embolization of a single, high flow feeder vessel. It was reported that a continuous flush was not maintained through the prowler microcatheter (mc). Three coils had been inserted through the prowler mc, but removed due to incorrect sizing. The orbit coil was inserted through the prowler mc without resistance. After repositioning the coil multiple times, the coil was withdrawn back into the mc without resistance. It appeared as though the coil was still attached to the gripper once rezipped. It was hard to tell because of all the blood. After the system was removed, the coil was not seen angiographically either in the pt's vasculature or in the mc. The mc was then manually flushed. After manually flushing the mc, it was noted that part of the coil exited into the pt. It was later noted that part of the coil was stretched and still attached to the gripper. It was reported that the physician was not 100% sure that the coil introducer was fully seated into the hub of the mc prior to retraction and rezipping of the coil and delivery system. It is thought that perhaps because of this, the coil caught on something and sheared when pulling back into the introducer when the system was removed. A continuous flush was then set up, and other coils were then introduced through the same microcatheter and the vessel was successfully embolized. Venous access was then obtained and the coil, that had reportedly sheared and was unintentionally introduced into the vasculature, and was snared via the venous access. It was reported that the pt did fine with good end results and no injury.

Event description:
Per telephone conversation with the sales rep: pt with a large renal artery aneurysm was undergoing a coil embolization of a single, high flow feeder vessel. It was reported that a continuous flush was not maintained through the prowler microcatheter (mc). Three coils had been inserted through the prowler mc, but removed due to incorrect sizing. The orbit coil was inserted through the prowler mc without resistance. After repositioning the coil multiple times, the coil was withdrawn back into the mc without resistance. It appeared as though the coil was still attached to the gripper once rezipped. It was hard to tell because of all the blood. After the system was removed, the coil was not seen angiographically either in the pt's vasculature or in the mc. The mc was then manually flushed. After manually flushing the mc, it was noted that part of the coil exited into the pt. It was later noted that part of the coil was stretched and still attached to the gripper. It was reported that the physician was not 100% sure that the coil introducer was fully seated into the hub of the mc prior to retraction and rezipping of the coil and delivery system. It is thought that perhaps because of this, the coil caught on something and sheared when pulling back into the introducer when the system was removed. A continuous flush was then set up, and other coils were then introduced through the same microcatheter and the vessel was successfully embolized. Venous access was then obtained and the coil, that had reportedly sheared and was unintentionally introduced into the vasculature, and was snared via the venous access. It was reported that the pt did fine with good end results and no injury.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.